Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed and procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.